Event description:
During the daily test, it was observed by the customer that when pressing the charge button the device will power off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer's biomedical engineer indicated that they had replaced the device's power conversion pcb assembly and the problem was resolved. The device has been tested and returned to service. The removed assembly has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.